Event description:
A site representative, operating room supervisor, reported a navigation system monitor that was intermittently flickering between a functional display and a black screen, there was no input icon. After the monitor cable connection was unplugged and re-plugged the monitor appeared to be functioning correctly. This occurred while loading a patient exam, prior to a surgery. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following-up at the site, reported that following this event, the monitor displayed the same issue. No input was detected and did not change when cables were re-seated. The medtronic representative turned the power off, then on again. Scans were loaded with no trouble. Pulled all panels off to check connections and everything was fitted tightly, cables on the back of the monitor were found to be secure, as well. The reported issue could not be replicated. System functioned normally.

Manufacturer narrative:
A medtronic representative performed a system checkout, but was unable to replicate the reported event. This report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned".